Event description:
The nurse reported that during vitrectomy surgery, an ophthalmic backflush brush head hose falls off. The surgery was completed on the same day. Details of patient impact was not reported.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting that the surgery was completed with alternative product. There was no patient impact.

Manufacturer narrative:
Additional information is provided in sections b.5 and h.6 the manufacturer internal reference number is: (B)(4).